Manufacturer narrative:
The customer reported receiving a service code on their aeds, and the aeds will not power on. Review of the log files revealed customer's failure to promptly address red asi warnings reduced battery life expectancy. The maintenance schedule is reported as weekly. The customer used an alternate battery pack, cleared the service code warning, and the AED is functioning as designed. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. The reported event did not occur during patient use.